Event description:
It was reported that the patient had presented to the emergency room two days post implant. The physician determined that the lead perforated the heart tissue and tamponade occurred. A pericardiocentesis was performed to drain the fluid. The lead placement and integrity were normal and physician believed the perforation occurred at implant and had closed since. The patient was stable after the event and discharged from the hospital a few days later.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.